Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the comb was damaged. The issue occurred during decontamination or sterile processing. No alternate device was used and the problem did not cause any impact/damage to graft harvest. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the comb was damaged. The issue occurred during decontamination or sterile processing. This caused no patient harm or delay. No alternative device was used and the problem did not cause any impact or damage to the graft. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher once as documented in the repair reports in sap. The last repair was reported that the device needed repaired and it is unknown what was replaced since sap went effective in july 2011. Australian repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the australian repair database and should be documented within the complaint investigation. It was reported that the comb was damaged. The issue occurred during decontamination or sterile processing. This caused no patient harm or delay. No alternative device was used and the problem did not cause any impact or damage to the graft. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter for evaluation. Product review of the skin graft mesher by zimmer biomet australia revealed that the comb was damaged. The shoulder bolts, washers and nuts all needed replaced. The bottom roller and bottom roller gear were all worn. The handle had no lubrication on it. The 1.5:1 cutter failed to produce a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet australia which included replacement of the life side plate, right side plate, bottom roller, synthetic bearings, belleville washers, should bolts, cap nuts, bottom roller gear, comb, detents, carrier guide and screws. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the comb was damaged¿ was confirmed since during initial inspection the comb was noted to be damaged. The root cause of the comb being damaged cannot be specifically determined with the provided information since it is unknown what caused the comb to become damaged. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.